Event description:
A physician returned the vns programming system due to reported handheld problems. The handheld would only interrogate when the serial cable was held in a certain position. Investigation of the handheld issue has been reported in medwatch report # 1644487-2008-02867. Along with the handheld, the programming wand was also returned to the manufacturer. Product analysis of the programming wand revealed an intermittent conductor in the serial data cable which produced communication errors.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.